Event description:
On (B)(6) 2011, the patient's mom/reporter contacted animas requesting assistance with calculating the correction factor and basal rate. During the course of the animas call, the reporter indicated that the patient's blood glucose was elevated to greater than 500 mg/dl. The patient reportedly was (B)(6) for ketones. The mother reports she had contacted an endocrinologist and received instructions for treating elevated blood glucose and to obtain a correction factor. The patient's blood glucose eventually went down to 478 mg/dl after the reporter changed the infusion site and programmed the correction factor into the pump. The reporter did not want to troubleshoot the animas pump at the time of concern and made no allegation of a pump malfunction. This complaint is being reported because the patient's mother allegedly needed assistance calculating a correction factor and basal rate, did not program bolus insulin doses, and the patient experienced elevated blood glucose levels that may be indicative of hyperglycemia.

Manufacturer narrative:
There was no allegation of a product malfunction and the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient's blood glucose excursion may be attributed to not receiving bolus doses as the patient's mother did not know how to program bolus doses in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings: no defect was found. Last basal delivery was on 05/22/2014, reported 7/29/2011 is overwritten.tdd add up and equal the basal target. The pump reflected 24u after a 24hr on 1u/hr duration test. The pump performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.